Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that unit passed all specific functional testing and repairs team was unable to duplicate any slippage. General maintenance and cleaning has been performed. Unit will be returned to the customer not needing any repairs after it has been inspected by quality engineering. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported incident is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during c1 cervical laminectomy and tumor resection, the patient was prepped and draped in the mayfield composite series skull clamp (a3059). However, slippage occurred in the c clamp causing a laceration to the left side of the patient's skull where the 2 pins of the rotating rocker arm were. Peek c clamp was attached to the patient's skull with 60 lbs. Of pressure and a rotating rocker arm was placed into the locked position to secure pins. The patient was then positioned prone and the c clamp was secured and tightened to the mayfield at 3 points (adaptors x2 and clamp). An incision was made, and roughly 10 minutes into the procedure, anesthesia called out that they noticed blood on the floor. The surgeon noted that the mayfield pins had come out of the skull suggesting that the c clamp may have opened to release the pins from the skull. It was also noted that the locking index knob on the c clamp was still in the locked position even though the pins had come out of the skull. The surgeon and resident spent roughly 30 minutes reapplying the c clamp, re prepping and draping the patient to continue with the procedure.